Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebp0912 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the placement attempt failed during removal. The catheter was mistakenly slid on the needle still inserted, causing it completely break a section of about 3 cm. The catheter tract was detected in the subcutaneous tissue by radiological investigation and ultrasound. The broken portion still remains in the patient."